Event description:
It was reported that the system 9400 displayed pre charge error and could not be used creating potential delay in patient care. There was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A service call had been scheduled in order for a ge service representative to evaluate the system. The service call cancelled. An additional report will be generated and submitted if further information becomes available.